Event description:
A report was received that the patient's ipg took long period of time to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg took long period of time to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the returned (B)(4) passed all tests performed.

Event description:
A report was received that the patient's ipg took long period of time to charge. The patient will undergo an ipg replacement procedure.